Event description:
It was reported that during a percutaneous coronary intervention procedure, plaque shift occurred. The 90% stenosed target lesion was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. An apex coronary balloon was used to predilate the lesion and plaque shift into the ostium of the diagonal occurred. The plaque shift resulted in 70% stenosis of the diagonal branch, therefore a promus stent delivery system was advanced and the stent was successfully deployed. There were no additional patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).